Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). Patient information was unavailable from the site. A medtronic representative went to the site to test and service the equipment. The power conversion enclosure was replaced, and the issue with the system was then resolved. The system then passed the system checkout and was performing as intended. The power conversion enclosure was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. The reported issue occurred pr e-operatively. It was reported that the image acquisition system (ias) did not start. The generator did not boot up. The issue persisted even though a restart of the system was attempted several times. The site opted to abort use of the medtronic imaging system and completed the operation by using a c-arm instead. There was no delay to the procedure due to this issue. There was no patient injury and no reported impact on patient outcome.

Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the power conversion enclosure, and the reported complaint was confirmed. The power conversion enclosure failed bench testing. Transistors q28, q30 and q14 failed; they were found to be shorted. Visual inspection showed one fan housing was damaged and the mounting flang for the enclosure was bent. There was an electrical failure with the power conversion enclosure. The power conversion enclosure was faulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.